Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint rt265 breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the y-piece of an rt265 infant dual-heated evaqua2 breathing circuit had cracked. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: three complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuits were visually inspected and pressure tested. Results: visual inspection of the returned circuits revealed a crack along one of the swivel wye ports for all three circuits. Pressure testing revealed that the circuits were outside of specification. Conclusion: we were unable to determine what had caused the reported cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the y-piece of an rt265 infant dual-heated evaqua2 breathing circuit had cracked. This was found before use on a patient.